Event description:
It was reported the catheter slip out of the biwing anchor. It was postoperatively "sometime after implant it was drag/slipped out in some way". A revision was performed and the catheter was replaced with a new catheter. There were no patient symptoms/injuries related to this event. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).